Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a cgm connectivity issue in which the dexcom menu displayed ¿start sensor¿ while device notifications indicated ¿replace sensor now¿ after approximately five days of use, and the user also reported three connection adapter issues in which the connectors could not be turned to secure attachment, leading to use of multiple adapters. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included customer care troubleshooting and education. Investigation of this case revealed user-reported inability to attach the connectors and a cgm sensor error that prompted early replacement. It was concluded that the event involved a cgm sensor replacement coordinated with the cgm manufacturer and user-reported connector attachment difficulty without blood glucose impact.